Manufacturer narrative:
An eval was conducted upon receipt which confirmed that the pump was non-functional. Internal analysis of the pump found evidence of mechanical wear and damage to the pump lower housing and journal resulting in mechanical interference between the pump rotor and journal. Internal mechanical damage which led to eventual pump failure has been demonstrated to occur during the bench testing as the result of incomplete priming or the loss of the fluid bearing in the lower housing of the pump. Although similar damage was noted during this eval, no specific cause of this failure can be identified.

Event description:
While supporting a pt, the clinical staff experienced a tandemheart pump stop after approx 20 hours of use. Attempts to restart the pump were not successful. The clinical staff was advised to replace the pump but elected to remove it. The pt was not adversely impacted by the incident. The tandemheart system is currently approved for 6 hour use.